Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient visited the emergency room due to pleuric chest pain and was admitted under symptoms of st elevation myocardial infarction. The patient was diagnosed with coronary artery occlusion and pericardial effusion. Cardiac stents were placed and a pericardiocentesis was performed to solve the issues. The implanted system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. The remote monitoring transmission from the end of july did not show any anomalies and measurements were acceptable. The clinic nurse was contacted and they were not made aware of the reported clinical observations. This report will be updated should additional information become available.

Event description:
Additional information was received indicating the patient expired approximately 4 days following the pericardiocentesis.